Event description:
It was reported that the patient presented in the operating room for a scheduled surgery. During the procedure, the physician observed that the suture sleeve was not flexible and soft. The physician felt that the suture sleeve felt harder than usual. The physician also felt that the lead was slipping after it was sutured down and the suture sleeve was not holding the lead well. There were no structural or electrical lead anomalies observed. The lead itself was not problematic. The lead tested normal. The lead was implanted successfully. There were no adverse patient consequences.